Event description:
Pt was in a nursing home and repeatedly fell out of bed. Family member requested side rails but they never put them on. Pt fell out of bed. The following day they fell out of the wheelchair and hit their head. They were taken to the hosp. They died 6 days later. Family member is wondering why the home wouldn't put on side rails when requested. Family member understands its a law not to put on the side rails without permission but they asked specifically for them to be put on.